Manufacturer narrative:
Correction: remove isifa2024-08-r from h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument wire was broken causing the instrument to twist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips; left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument referenced via photos provided. No fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end.